Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed with a bolus wizard and monitored. The bolus was delivered and recorded properly in bolus history screen. No bolus wizard anomaly noted. The insulin pump had a missing end cap sticker.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 973mg/dl. The customer stated that the bolus wizard was not functioning, and she could not get her blood glucose to register. Initially, the customer called regarding a button error alarm. The caller stated that she did not press the buttons for three minutes or longer. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.